Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had changed the infusion set 3 times within 24 hours. Customer stated that they just filled the cannula yesterday. Customer's blood glucose was 19 mmol/l. Customer has experienced a few bent cannulas a month. Customer was advised to speak to the nurse about the issue. Customer stated that he was feeling insecure about the insulin pump as the pump has gone red without warning.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin flow blocked alarm functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.